Event description:
The pt reportedly experienced a loss of lock with her internal device. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device. The implant surgeon noted that the old device was cracked before it was removed from the skull.